Manufacturer narrative:
Date of the event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-00441. It was reported the patient experienced ineffective stimulation. Diagnostics revealed high impedances on both leads, and reprogramming attempts were unsuccessful. The patient may be waiting for surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during follow-up that the planned surgery is being postponed until a later date, which has yet to be determined.